Event description:
The patient contacted animas on (B)(6) 2014 reporting that there were air bubbles in the cartridge. The patient stated that their blood glucose (bg) was at 515mg/dl without symptoms. The patient self treated. This report is being made due to bg excursion the patient experienced due to an alleged air bubbles in cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.